Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer alleges, left rear armrest receiver welded incorrectly. Wheel rubs armrest and broken spoke on one of the rear wheels. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Manufacturer narrative:
(B)(4). Report # 1525712-2012-03181. This is a non reportable event, an out-of-box failure discovered by the dealer upon receipt. No user involvement. Replacement was issued.